Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(6), batch: 7076193, UDI: (B)(4).

Event description:
It was reported that the patient did not heal well, raising concerns about potential infection at the implantable pulse generator (ipg) pocket site. Symptoms of redness and swelling were noted at the ipg site. The physician confirmed that the infection was not device nor procedure related. The patient was administered with antibiotics and underwent a spinal cord stimulator (scs) system explant procedure. The explanted device components were not returned. The patient was doing well postoperatively.